Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a pneumatic hand pump was used during a dilatation of achalasia structure on (B)(6) 2012. According to the complaint, during unpacking of the device, the gauge was stuck at three psi and therefore, was reading inaccurately. The nurse attempted to test the device by unscrewing and screwing up the control knob; however, the needle in the dial never went below the three psi. The procedure was completed with another pneumatic hand pump. It was confirmed that there was no reported malfunction with the balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a pneumatic hand pump was used during a dilatation of achalasia structure on (B)(6) 2012. According to the complaint, during unpacking of the device, the gauge was stuck at three psi and therefore was reading inaccurately. The nurse attempted to test the device by unscrewing and screwing up the control knob; however the needle in the dial never went below the three psi. The procedure was completed with another pneumatic hand pump. It was confirmed that there was no reported malfunction with the balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the complaint device found light scratches in paint; however, this appears to have happened during normal use. The gauge was found to be reading 3 psi and when reset to zero, the gauge was reading 4 psi high. The test was performed several times with the same result. It is possible that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.